Event description:
The dialysate solutions are in jugs. The jugs that contain 2 grams of potassium and 3 grams of potassium have the same color and style of label except for the 2 and the 3. Attached you will find a picture of the two jugs of acid solution with the same label except for the k amount added. You may use my name and address. Suggestion would be to have different color labels to differentiate the 2 gm versus 3 gm jugs. (B)(6). Submission ID: (B)(4). Reference report: mw5157961.